Event description:
It was reported that rotaburr got stuck on the rotawire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A rotawire and 2.00mm rotapro were selected for use. During the procedure, the rotational speed was set to 180,000 rpm with a maximum observed speed of 190,000 rpm. Upon insertion, the wire got stuck with the burr and could not be unstuck. The rotaburr and wire were removed together as one unit. When the device was removed, the wire was noted to be kinked. The procedure was completed with another of the same device. No patient complications were reported.